Event description:
Covidien received info that the 840 ventilator had a communication issue. Pt involvement is unk. The customer reported to have replaced the graphical user interface (gui) to breath delivery (bd) cable assembly.

Manufacturer narrative:
Covidien reference # (B)(4). No ventilator serial number available.